Manufacturer narrative:
Upon review of the DHR, the lot met all acceptance criteria at the time of release. The final investigation is pending sample return and evaluation.

Event description:
Consumer reported she opened a tampon for use and the tip of the applicator was open and missing petals. She used the tampon anyway and upon removal the string pulled out leaving the pledget inside her vaginal cavity. She had assistance in removing the pledget which came out half of its usual size. She checked for remaining tampon pieces and did not find any. She did not seek medical attention and did not experience any adverse health effects.

Manufacturer narrative:
H10: device evaluation: samples were not returned by consumer; therefore, no further investigation could be performed. Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.